Event description:
A caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The caller decided to change the cartridge and infusion set. Technical support assisted the caller in completing the load process and resuming insulin delivery.